Event description:
The patient's treating physician indicated that the patient's generator battery was completely dead, and he wanted to have the patient scheduled for a battery replacement. As the patient's device could not be interrogated to assess the integrity of the lead, the physician ordered x-rays, which revealed that the patient's lead was fractured. The physician now plans to have the patient undergo a full replacement surgery. All attempts for further information on the issue, and to receive the x-rays for review, have been unsuccessful. There is currently no known date for the surgery to take place.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.